Manufacturer narrative:
Revision to field b5 event description. This supplemental report has been created to capture information correction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information was received that this lead was evaluated and found to be not capturing. The physician made the decision to remove and replace that lead. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Revision to field b5 event description. This supplemental report has been created to capture information correction. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information was received that this lead was evaluated and found to be not capturing. The physician made the decision to remove and replace that lead. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field b5 event description. This supplemental report has been created to capture information correction.